Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective upgrade. During the procedure, the chronic pacemaker's set screw could not be loosened. Two wrenches broke while attempting to loosen the set screw. The attached lead was cut and capped. The device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported inability to loosen the ventricular set screw was confirmed in the laboratory. Visual inspection identified deep abnormal indentations in the side of the lead pin, which indicates the set screw had likely been over-torqued during the implant procedure. This is consistent with the inability to untighten the set screw with the torque wrenches.